Event description:
A report was received that a patient experienced an infection in their back at the cannula site following the procedure. The patient's low back was red. A dermatologist determined that the patient had folliculitis. The patient was prescribed antibiotics which resolved the infection in a few days.